Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. Visual and microscopic inspections and functional tests were performed on the returned device. The inspection revealed that the wire was kinked at multiple locations. The pressure sensor was broken and distal portion was missing. The distal tip appeared to be shaped. An electrical resistance test was performed to find any open and/or shorts in the electrical circuit of the device and the test revealed that all three conductive bands were broken. When functionally tested, an "attach wire to connector" message was displayed. The wire was not recognized and failed to produce a pressure signal. The reported failure was duplicated and the complaint was confirmed. The likely cause of the signal failure is the sensor damage observed on the returned device. It is possible to cause damage to the sensor and the resulting signal malfunction if the device is impacted, extensively flexed or otherwise manipulated or if excessive force is applied. There was no reported pt injury and no intervention was required to mitigate pt harm in this case. We have been unable to conclusively determine when the sensor damage occurred, or the root cause of the damage. This report is being filed as a precautionary measure, and any add'l info will be provided should it become available. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
It was reported that the wire was plugged into the system and an "attach wire to connector" message was received. The wire was disconnected and reconnected but the same message was displayed on the system. A similar volcano product was used and the procedure was successfully completed. No pt injury was reported. The pressure guidewire was received and during device eval, it was observed that the pressure sensor was missing.